Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low amplitude measurements and high pacing thresholds. Additional information stated the issues were attributed to patient's tissue at contact site. A dislodgment was suspected, but confirmation was not obtained thru fluoroscopy. The lead was surgically abandoned during a procedure performed to replace the implanted pacemaker due to normal battery depletion. A new ra lead was implanted. There were no additional adverse effects reported.